Manufacturer narrative:
A medtronic representative reported that the gantry door would not open. The rep tried the emergency override button without success. After attempting to manually open the door it was noted that there was a shiny glass object between the color and the hole opening. When the wrench was placed into the hole and turned a clicking sound coming from the gantry was observed. This was noticed at the end of the case, navigation, imaging, and surgery were complete. There was no patient impact reported and no delay in surgery. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the rotor lost home due to a magnet from the cable bundle coming unstuck from cable bundle and sticking itself to an adjacent magnet creating a "bump" that the detector hit when passing by. The rep removed the magnet and rehomed system. A successful system checkout was performed which verified that the issue had been resolved. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the gantry door would not open. The rep tried the emergency override button without success. After attempting to manually open the door it was noted that there was a shiny glass object between the color and the hole opening. When the wrench was placed into the hole and turned a clicking sound coming from the gantry was observed. This was noticed at the end of the case, navigation, imaging, and surgery were complete. There was no patient impact reported and no delay in surgery. An onsite inspection was scheduled for a later date.